Manufacturer narrative:
The biomedical engineer (bme) reported that there was a device error on the multigas unit, gf-210ra; and the log shows "line block," and "check water trap and sample line." No physical damage or fluid intrusion. This was discovered while reading co2 deflections for patient breathing pattern. The device stopped reading co2, and delivered the error message, "device error." The users changed the sampling line and water trap when they got the error message and restarted the device, but the error still appears. They removed the device from use and replaced with another known working device. The biomed called back with an update for the troubleshooting that he performed. They connected the water trap to a bedside monitor and powered it on, but the gas device error was still present. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that there was a device error on the multigas unit, gf-210ra; and the log shows "line block," and "check water trap and sample line." No physical damage or fluid intrusion. This was discovered while reading co2 deflections for patient breathing pattern. The device stopped reading co2, and delivered the error message, "device error." The users changed the sampling line and water trap when they got the error message and restarted the device, but the error still appears. They removed the device from use and replaced with another known working device. The biomed called back with an update for the troubleshooting that he performed. They connected the water trap to a bedside monitor and powered it on, but the gas device error was still present. No patient harm was reported.